Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin buttons on the insulin pump were not responding. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
Insulin pump received with no act button response due to corroded keypad traces. No button error alarm during testing. Insulin pump was unable to perform the displacement test due to no button response. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on lcd window, cracked lcd window, cracked reservoir tube, missing end cap sticker, and scratched reservoir tube window.